Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead exhibited high, out of range pacing impedance and high threshold. The physician attempted to do lead revision but could not implant new lead due to patient anatomy. The lead remained implanted. The patient was stable.